Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is making a loud noise while running.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue, found that the drive assembly was making a loud metallic sound every time the device pumped. In order to fix the issue, the fse replaced the drive manifold (d104-00-0018). Performed full functional and safety tests, all tests pass. Returned to customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) unit is making a loud noise while running. There was no patient harm reported.